Event description:
Complaint alleged that during biomed testing, the device would not power up on battery power. Once powered up with ac power, the device was without display and a "check pads" message was heard. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.